Event description:
Pt reported insulin has leaked from the cartridge into the cartridge compartment of the infusion device, and the cartridge compartment was dried with a tissue. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. The cartridges were requested for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.